Event description:
It was reported that patients spinal cord stimulator (scs) was not providing pain relief. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6).